Event description:
The customer stated her contour next was not storing all of her blood glucose readings in memory. She compared her readings in the clinilog to the readings in the meter, and found a discrepancy between the two. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to her.